Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The cardiac resynchronization therapy pacemaker (crt-p) system was explanted and will be replaced by reactivating the previously deactivated leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.